Event description:
It was reported by a customer that on (B)(6) 2011 per the physician a flashing light was coming out from the side of the fiber where it connected to the base at (B)(4) joules. Add'l info reported by the customer was the user did not experience any injury from use of the sys. The pt did not experience any injury from the incident. There were no error codes that were displayed on the console when the event occurred.